Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the instrument became stuck with the cannula on the universal surgical manipulator (usm) due to the jaws being bent when the customer was removing the prograsp forceps instrument. The customer also noted that they were unable to move the patient side cart (psc). The technical service engineer (tse) advised the customer to remove the instrument and the cannula together, and the customer was able to successfully remove the instrument with the cannula and move the psc. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: prior to the instrument being used the customer inspected the instrument and found nothing that was abnormal. According to the customer the reason that the instrument and the cannula had to be removed together was due to the jaw being flexural. The customer noted that an increase in port incision was not required when the prograsp forceps and the cannula were removed together. Fragments did not fall inside the patient's anatomy due to physical damage of the prograsp forceps. The customer did not know if the instrument collided with any other instruments or tools during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps (pf) instrument was analyzed and found to have a broken main tube. A piece measuring proximately 0.197¿ x 0.128¿ was not returned with the instrument. The complaint regarding the reported issue was confirmed by failure analysis. Additional investigation found a frayed grip cable at the distal end and dried residue on the clamping pulleys.